Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the lead migration wasn't determined. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimula tor for spinal cord stimulation. It was reported that a lead migrated up one vertebral level. It was reported an x-ray demonstrated migration on (B)(6) 2018. No known factors that led to this. Patient will be scheduled for lead revision. Issue was not resolved at time of report. No further complications were reported/anticipated.